Event description:
Retractor broke during lap band placement procedure. The segments fell inside of the pt. The doctor went back in laparoscopically with a grasper and retrieved all the segments. It took one hour to retrieve all the segments and the pt needed additional anesthesia as a result.

Manufacturer narrative:
The customer reports that the sample was sent. However, as of this date, the manufacturing facility has not received the sample. Since the sample was not received by the manufacturing facility, the actual root cause could not be determined. Manufacturing personnel have been made aware of this incident. A follow-up report will be filed when the sample arrives.